Manufacturer narrative:
Concomitant medical products: dtma2d1 crtd, implanted: (B)(6) 2017; 419488 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high thresholds. Additional information reported right ventricular (rv) lead low amplitude r-wave measurements. Both leads remain in use. No patient complications have been reported as a result of this event.